Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported embolic stroke and subsequent patient outcome could not be conclusively determined. Stroke and peripheral thromboembolic event are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted on (B)(6) 2016 due to embolic stroke. No hospital intervention was done. Inr at the time was 1.4. The family withdrew support and patient expired (B)(6) 2016. No additional information was provided.